Manufacturer narrative:
Not available for return.

Event description:
Customer reportedly received results of 32 mg/dl, 34 mg/dl and 224 mg/dl within 10 minutes on the compact plus system. After the result of 34 mg/dl, the customer ingested ½ teaspoon of sugar and waited for 2 minutes before testing and getting the result of 224 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent. Customer later informed us that the suspect device was completely used up and could not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 32 mg/dl, 34 mg/dl and 224 mg/dl within 10 minutes on the compact plus system. After the result of 34 mg/dl, the customer ingested ½ teaspoon of sugar and waited for 2 minutes before testing and getting the result of 224 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.